Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed three dashes in place of blood glucose readings on the ilet display/app while using a dexcom g7, consistent with temporary sensor signal loss, and the user declined troubleshooting after being informed that brief disconnections can occur. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no medical intervention and no hospitalization. Investigation included a review of use conditions and user education regarding transient cgm communication interruptions. Investigation of this case revealed no confirmed device malfunction and indicated a likely intermittent cgm-to-pump communication interruption without identifiable responsible device. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or transient signal disruption.